Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhausted all therapies for a ventricular fibrillation (vf) episode and failed to convert the patient's arrhythmia. It was noted the patient did have high defibrillation threshold (dft). The device has been explanted and replaced once the device reached normal battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.